Manufacturer narrative:
Model number/catalog number: 72402960, serial number null batch/lot number: 465175001. Model/catalog description: reservoir 100 ml iz.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to having a non functioning implant. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cause of the ipp non functioning was broken tubing. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.